Event description:
It was reported, that the patient's right ventricular (rv) lead was dislodged. And caused the lead to have high capture threshold measurements and decreased sensing measurements. The lead was explanted and replaced. The patient had no adverse consequences.